Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 02-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had a lot of pain on her left side since essure (fallopian tube occlusion insert) insertion. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer's pain started in close association with essure procedure and no alternative explanation was available (she stated she had several tests and no one could tell her the reason for the pain). Considering this information and given event's nature, a contributory role of the suspect insert cannot be excluded. In addition the non-serious events were reported. This case was considered an incident, since according to the consumer's report, medical intervention (several doctor visits, CT scans, x-rays, MRI, and analgesic and local therapy) was required for pain treatment. Additionally, an impairment of consumer's daily activities was reported (she was unable to exercise and had pain after long periods of sitting). Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Perforation questionnaire received on 14-jun-2016 from the physician: patient's medical history included gravida 2 and para 2. Previous gynecological intervention was denied. Her bmi was (B)(6). Essure was inserted on (B)(6) 2008 while she was on depoprovera (her last menstrual period before insertion was on (B)(6) 2008 and depoprovera was given on (B)(6) 2008). Uterine findings prior to insertion were normal. Insertion was considered difficult on left side due to tubal spasm. Fluid loss was less than 1500cc and procedure took 27 minutes. On (B)(6) 2008, patient complained of cramping. Patient complained of abdominal pain and bleeding and a diagnostic laparoscopy was done in (B)(6) 2011. Physician was unaware of perforation; and no evidence of perforation was noted during the surgery. It was reported that left and right coils were in correct position. Essure was not removed. The outcome of the events was reported as unknown. Follow-up information received on 17-jun-2016: lawyers were added as reporters and the case became a legal case upon receipt of the legal claim. On or about (B)(6) 2008 the plaintiff had two essure coils implanted into her body. The procedure was a failure, however, leaving only one coil implanted (information discrepant from the previous reports). Shortly after the implant procedure, she began to experience debilitation pelvic pains as well as heavy menstrual cycles accompanied with more pain. She continued to bleed a month after the surgery, and visited a facility on or about (B)(6) 2008. During this visit, doctors disassociated the pain and bleeding from the devices; leaving her with no other option but to wait it out as the doctors instructed. She continues to experience the same pains and bleeding as a result of the coil remaining in her body. Currently she is exploring her options to have the coils removed, and has a surgery date scheduled. Had she been informed of the true association of these coils with the injuries she suffered, she would have never made the decision to undergo the implant. Plaintiff exercised reasonable diligence in investigating potential causes of her injury by discussing her injuries with healthcare providers. None of plaintiff's conversations with her healthcare providers gave plaintiff a reason to suspect, or reasonably should have given plaintiff a reason to suspect, that the essure products implanted in plaintiff were defective. Plaintiff diligently filed suit once she discovered the actual facts. No further information was reported. Company causality comment: this spontaneous case report refers to a female consumer who had a lot of pain on her left side / pain after long periods of sitting/cramping/abdominal pain, debilitation pelvic pains and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a diagnostic laparoscopy and both essure coils were found in correct position. Essure was not removed. A planned surgery was also mentioned upon follow-up. These events are listed in essure's reference safety information. After essure insertion, abdominal/pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer's pain started in close association with essure procedure. She also complained of bleeding. An x-ray was performed and showed bilateral leads within left pelvis and midline to right aspect of pelvis. This event was initially seem as a device dislocation into abdominal cavity. However; upon receipt of follow-up information from the physician, it was informed that during a diagnostic laparoscopy both essure coils were in correct position and no perforation occurred. Thus, this event was deleted. Although no abnormalities were seen regarding essure position, considering the nature of the reported events and based on essure safety profile, a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, as although essure was not removed, a surgical intervention (diagnostic laparoscopy) was required in relation to the events. According to the technical analysis, based on the available information, there is no relationship between the reported medical events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation p...

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044151) in united states on 05-oct-2015 who had essure (fallopian tube occlusion insert) ), lot number 626679, inserted for permanent birth control on (B)(6) 2008. The consumer reported that her son was born in 2005 and she asked her doctor to tie her tubes, but she would not listen to her and told her to wait. Three years later, in 2008, she asked her again to tie her tubes because she was done having children, but the doctor convinced the consumer to go on a different route. She told her about the painless with less recovery time essure procedure and when the consumer had the procedure, on the right side everything went fine, but when she inserted the left side it hurt so bad that the doctor had to take it out and reinsert it. She told the consumer she would have some discomfort and she remember calling several times letting the doctor know that she had a lot of pain on her left side. When she went in for her 3-month check up on the procedure, she was told everything was fine. It was 2015 and she still had pain on her left side. She had gone to several doctors and had several computed tomography (CT) scans, x-rays, magnetic resonance imaging (MRI), but no one could tell her why she was in pain. She stated she was unable to exercise a lot, because she would be in a lot of pain. She also had pain after sex and after long periods of sitting. She tried different medications such as ibuprofen, tylenol (paracetamol), heating pads, ice packs and pain patches; none of them really took the pain away. The reporter assessed the pain as a serious injury. Follow-up information received on 19-oct-2015 and product technical complaint investigation received on 21-oct-2015: the consumer confirmed new reporters. She stated that her date of birth is (B)(6) 1976. (B)(6) was her last name at the time. On the essure card it says ess305 with lot 626679 (previously reported). The procedure date was in 2008, she can't remember the exact date. Ptc results: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure node for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had a lot of pain on her left side since essure (fallopian tube occlusion insert) insertion. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer's pain started in close association with essure procedure and no alternative explanation was available (she stated she had several tests and no one could tell her the reason for the pain). Considering this information and given event's nature, a contributory role of the suspect insert cannot be excluded. In addition the non-serious events were reported. This case was considered an incident, since according to the consumer's report, medical intervention (several doctor visits, CT scans, x-rays, MRI, and analgesic and local therapy) was required for pain treatment. Additionally, an impairment of consumer's daily activities was reported (she was unable to exercise and had pain after long periods of sitting). Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Perforation questionnaire received on 14-jun-2016 from the physician: patient's medical history included gravida 2 and para 2. Previous gynecological intervention was denied. (B)(6). Essure was inserted on (B)(6) 2008 while she was on depoprovera (her last menstrual period before insertion was on (B)(6) 2008 and depoprovera was given on (B)(6) 2008). Uterine findings prior to insertion were normal. Insertion was considered difficult on left side due to tubal spasm. Fluid loss was less than 1500cc and procedure took 27 minutes. On (B)(6) 2008, patient complained of cramping. Patient complained of abdominal pain and bleeding and a diagnostic laparoscopy was done in (B)(6) 2011. Physician was unaware of perforation; and no evidence of perforation was noted during the surgery. It was reported that left and right coils were in correct position. Essure was not removed. The outcome of the events was reported as unknown. Follow-up information received on 17-jun-2016: lawyers were added as reporters and the case became a legal case upon receipt of the legal claim. On or about (B)(6) 2008 the plaintiff had two essure coils implanted into her body. The procedure was a failure, however, leaving only one coil implanted (information discrepant from the previous reports). Shortly after the implant procedure, she began to experience debilitation pelvic pains as well as heavy menstrual cycles accompanied with more pain. She continued to bleed a month after the surgery, and visited a facility on or about (B)(6) 2008. During this visit, doctors disassociated the pain and bleeding from the devices; leaving her with no other option but to wait it out as the doctors instructed. She continues to experience the same pains and bleeding as a result of the coil remaining in her body. Currently she is exploring her options to have the coils removed, and has a surgery date scheduled. Had she been informed of the true association of these coils with the injuries she suffered, she would have never made the decision to undergo the implant. Plaintiff exercised reasonable diligence in investigating potential causes of her injury by discussing her injuries with healthcare providers. None of plaintiff's conversations with her healthcare providers gave plaintiff a reason to suspect, or reasonably should have given plaintiff a reason to suspect, that the essure products implanted in plaintiff were defective. Plaintiff diligently filed suit once she discovered the actual facts. No further information was reported. Company causality comment: this spontaneous case report refers to a female consumer who had a lot of pain on her left side / pain after long periods of sitting/cramping/abdominal pain, debilitation pelvic pains and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a diagnostic laparoscopy and both essure coils were found in correct position. Essure was not removed. A planned surgery was also mentioned upon follow-up. These events are listed in essure's reference safety information. After essure insertion, abdominal/pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer's pain started in close association with essure procedure. She also complained of bleeding. An x-ray was performed and showed bilateral leads within left pelvis and midline to right aspect of pelvis. This event was initially seem as a device dislocation into abdominal cavity. However; upon receipt of follow-up information from the physician, it was informed that during a diagnostic laparoscopy both essure coils were in correct position and no perforation occurred. Thus, this event was deleted. Although no abnormalities were seen regarding essure position, considering the nature of the reported events and based on essure safety profile, a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, as although essure was not removed, a surgical intervention (diagnostic laparoscopy) was required in relation to the events. According to the technical analysis, based on the available information, there is no relationship between the reported medical events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received from physician on 12-jan-2016: essure hcp (health care professional) general questionnaire was provided. Patient's demographic information was provided. On (B)(6) 2008, essure lot number 626679 was easily inserted. Patient was not post-partum state. Cervical dilatation was applied during insertion. Valium 10mg oral and toradol 60gm intramuscular was also applied. There was tubal spasm noted on the left. The essure was placed then removed on the right and then replaced. Fluid loss more than 1500cc was denied and the procedure took 27 minutes. On (B)(6) 2008, an ultrasound was performed and showed coil on right and not on left. On (B)(6) 2008, an x-ray was performed and bilateral leads within the left pelvis and midline to right aspect of pelvis. Depo provera was used as back-contraception. On (B)(6) 2008, a hysterosalpingogram (hsg) was performed and satisfactory bilateral tubal occlusion was noted. No perforation was identified. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had a lot of pain on her left side / pain after long periods of sitting since essure (fallopian tube occlusion insert) insertion. An x-ray was performed and bilateral leads within left pelvis & midline to right aspect of pelvis (seen as device dislocation into abdominal cavity). These events are listed in essure's reference safety information and were considered serious. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer's pain started in close association with essure procedure and no alternative explanation was available (she stated she had several tests and no one could tell her the reason for the pain). Considering this information and given event's nature, a contributory role of the suspect insert cannot be excluded. In addition the non-serious events were reported. This case was considered an incident, since according to the consumer's report, medical intervention (several doctor visits, CT scans, x-rays, MRI, and analgesic and local therapy) was required for pain treatment. Additionally, an impairment of consumer's daily activities was reported (she was unable to exercise and had pain after long periods of sitting). Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.